Event description:
Customer alleged that the side rails will not latch on the bed.

Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed.